Manufacturer narrative:
The recipient's device was repositioned on april 28, 2017. The recipient continues device use. Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing device migration. Revision surgery will be scheduled.